Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that a motor stall had been confirmed in the event logs, with no motor stall recovery recorded at that time. On the date of the report, the pump was being replaced due to normal battery end of life (eol) longevity; elective replacement indicator (eri) had occurred (B)(6) 2015. When the reporter interrogated the pump, she noted a motor stall had occurred on (B)(6) 2015, and a stopped pump period may exceed tube set occurred on (B)(6) 2015. The patient had magnetic resonance imaging (MRI) on (B)(6) 2015 and did not have the pump status checked post MRI. The pump status had not been checked on or after 03-27-2015. There were no therapy issues and no reports of pump alarms. Additionally, it was reported that there was not more than one motor stall noted in the logs. The cause of the stall was confirmed to be due to MRI, and a motor stall recovery was later recorded on 05-18 2015. There were no patient symptoms reported, and the patient was doing well and there were no therapy complaints. The pump system was being used to infuse hydromorphone and baclofen (unknown).